Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. No damage or wear marks were observed on the clevis. The other cables at the instrument's wrist were intact and undamaged. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and/or tube abrasions with material removed could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, a broken cable was identified on the prograsp forceps instrument. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.